Event description:
This device was being used as a chest drainage tube. The drain was placed on (B)(6) 2012 under ultrasound. The chest x-ray did not show any prob w/ catheter at that time. They did another scan on (B)(6) 2012 and the catheter was fine. They did another scan on (B)(6) 2012 and the scan showed that the catheter was fractured into two pieces. The physician was able to pull out most of the catheter with the string. The part that was broken came up to the top with the string, but an incision had to be made to fully retrieve the rest of the device. This portion was removed on (B)(6) 2012. Replaced with a gordon drain. The catheter fractured inside the patient. The physician had to recover it. There was no adverse effect on the patient.

Manufacturer narrative:
Expiration: unknown as lot is unknown. Removal of device portion is not labeled in the IFU. Device rupture is not labeled in the IFU. One used and damaged catheter was returned to assist in this investigation. The catheter had separated approximately 1.5 cm proximal of the marker band. The material at the separation region was stretched and thin. A 0.038" wire guide was inserted into both sections of the returned catheter. Insertion through the proximal end of the catheter was easily accomplished. Insertion through the distal portion of the separated catheter met with some resistance although the wire was able to be fully advanced. The distal inner diameter of the catheter was not fully occluded, but dried bio matter was visible through the side ports of the device. Based on the condition of the material in the area of the separation, it is likely that the catheter shaft burst due to excessive pressure. This may have occurred during an attempt to flush the catheter while it was partially occluded. This device is shipped with instructions for use which describes proper placement and user technique and states: if a catheter has become malpositioned or if drainage ceases, the catheter should be removed promptly. Quality control does inspect each catheter to ensure the catheter surface is clean, smooth, and free of excessive dents. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. The risk associated with the risk assessment will not change with the inclusion of this event. No risk mitigating action necessary at this time.